Event description:
It was reported that the lead impedance had decreased within a few months. X-ray revealed insulation anomaly. The lead was capped and replaced with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.